Event description:
Over an unknown period of time, four pt diagnostic colonoscopy procedures were cancelled due to an excess amount of air flowing into the pts during the procedures. In each case, the pt's blood and heart rate levels fell below normal causing all four pts to remain in recovery longer than usual before being sent to a second facility for the diagnostic exam. The director of nursing is unaware if treatment was required for any of the pts at the second facility. The hosp risk manager reported that to the best of his knowledge, all pts have recovered without problems.